Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra penile prosthesis because he wanted a more lifelike penis function, so the physician recommended the inflatable penile prosthesis (ipp). The tactra device was explanted and replaced with an ipp. There were no patient complications reported.